Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports: "I just read several articles about the high risk of a rare cancer that affects the lymph nodes, so you understand my anxiety. I would to remove it. In addition my breasts are completely 'empty' i.e it feels like my implants are empty, deflated, which is certainly not normal." This relates to the right side. The device remains implanted.